Manufacturer narrative:
This serves as a correction report. (B)(4). Correct brand name is freestyle lite.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Caller (customer's daughter) reported that on july 04, 2013 at 4:08 a.m., she tested the customer's blood glucose and received a reading of 147 mg/dl on the adc blood glucose. Customer "proceeded to lie down but fell out of bed and hit her head". Caller reported the customer's "mouth was twisting, she was blurring her words, she was not making sense when she was talking, and she was confused". Caller called 911 and was informed that the customer could be experiencing symptoms of low blood glucose. Paramedic was dispatched and upon arrival, customer's blood glucose was checked and a reading of 36 mg/dl was obtained. Customer was administered something to "bring her blood sugar up" but the caller could not remember what the treatment was. Customer was transported to a local health care facility where she was diagnosed with hypoglycemia and hospitalized until (B)(6) 2013, then released. Caller did not know what treatment the customer received while hospitalized. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: it was identified during the course of troubleshooting that the customer was using expired test strips (expired may 31, 2013). All pertinent information available to abbott diabetes care has been submitted.